Event description:
It was reported that a spectrum infusion pump was having random keystrokes while on battery power. Any patient injury or involvement is unk.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation could not reproduce the reported "random keystrokes when on battery power". However the evaluation experienced random "beeps" while utilizing battery power which could be perceived as "random keystrokes" as the audible tones are the same. Evaluation found back flex chaffing exposing traces #28 and #29 where they came in contact to the right screw of the scanner bracket causing the random "beeps". The rear case assembly was replaced (containing the back flex) was replaced.